Event description:
A peritoneal dialysis nurse reported a patient went to the emergency room with cloudy effluent and an increased wbc of 6100. The patient was treated with intra-peritoneal antibiotics. On (B)(6) 2013 the patient had clear effluent and was able to continue treatments. No further info was available at the time of this report.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the manufacturer's physician assessment of the reported info and plant's investigation.